Manufacturer narrative:
(B)(4)

Event description:
New information received notes that insulation damage was also noted.

Manufacturer narrative:
A partial lead with the distal segment measuring 46.5cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 4.6-5.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 4.3-5.0cm from the distal tip. This is consistent with the observation from the field of noise and impedance issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead post dft testing during device implant procedure. Programming changes were made. Patient's condition was good and stable. Further plan of action was considered.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that lead fracture and high lead impedance was also noted. The noise was due to lead fracture. Lead was explanted and replaced. There were no complications during the procedure. The patient tolerated the procedure well and was stable post procedure.